Event description:
An exit block was reported after an implantation time of about 4 weeks. The lead was not returned to biotronik.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing manufacturing documents. The manufacturing process of this device was checked. The manufacturing documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.